Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735787. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during the shutdown sequence when the system displays detailed text on which parts of the software its "stopping" or "deactivating," it showed a failed state. The text was as follows: "stopping load/save random seed¿ [failed] failed to start turns off ups on computer shutdown. See 'systemct1 status poweroffups.service' for details." The medtronic representative (rep) said that the system turned off just fine otherwise, and that there were no indicators of system malfunction. The surgeon was the person noticing this failed state outside of a case. No patient was present. Troubleshooting information was provided. From a similar case, the ups cables were unplugged and reseated to resolve the issue. These steps were forwarded steps to the rep to see if it would resolve the issue.